Manufacturer narrative:
Citation: zhang yu, tang yu-bin, wu qiao et. Al endovascular embolization of intracranial aneurysms with detachable microcoils. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. There was limited device and patient information available. Mdrs related to same article: 2029214-2017-00550 2029214-2017-00551 2029214-2017-00552.

Event description:
Medtronic received information through literature review that during coiling treatment of aneurysm, there was difficult detachable of coil and coil prolapse into a2 segment of homolateral anterior cerebral artery. The patients was treated with axium detachable coil. Of 58 patients with raptured aneurysms: cure - 57 patients.